Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Reprocessing of subject device the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. It is unknown when the foreign object adhered to the scope. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was flushed with a detergent solution. Confirmed the instrument channel was being brush. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be specified and the air/water nozzle was not deformed. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] -inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope, section 3.3 preparation and inspection of accessories, section 3.4 attaching accessories to the endoscope, and section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. [Inspection of the air/water and suction valves] 1. Confirm that the holes of the valves are not blocked (see figures 3.9 and 3.10). [Attaching the air/water valve] 2. Confirm that the valve fits properly without any bulging of the skirt. [Inspection of the air-feeding function] 3. Cover the hole in the air/water valve with your finger and confirm that air bubbles are continuously emitted from the air/water nozzle. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed likely due to handling. In addition to the findings reported, the following non-reportable malfunctions were identified: the bending angle in up direction does not meet specification, due to the angle wires are elongated; adhesive rubber had a chip, white clouded area and crack; scratches on various parts of the device; insertion tube deteriorated, due to cleaning methods; due to adhesive peeling around objective lens, flare occurred; universal cord wrinkled; s-cylinder was shaved; color ring cracked and water invasion; the investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis lucera gastrointestinal videoscope had air/water flow issues from the air/water flow system. There was no report of patient harm associated with this event. During evaluation of the returned device, the nozzle had foreign object/foreign material at the air/water cylinder. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.